Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, the helix of the lead was attempted to be extended and retracted several times at the targeted side of the septum, however the helix was unable to be extended after 10 rotations. The physician used a pinch on tool and lead deflection, however only one quarter of the helix appeared to be extracted as confirmed under fluoroscopy. The lead was rotated to the maximum number of revolutions, but the helix would still not extend. The physician elected to remove the lead and upon inspection, it was noted that a piece of tissue was entangled within the helix. The lead was replaced successfully. No patient complications have been reported as a result of this event.